Event description:
A surgeon reported that a patient experienced an anterior capsule tear. The intended lens was still used; however, placed in the sulcus. Microadhesions were noted on the capsulotomy removal, but not in location where the tear appeared. The tear was noted after the final quadrant of the nucleus was removed. No additional treatment was required. Additional information was requested.

Manufacturer narrative:
A service visit has been performed and the investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).